Event description:
On (B)(6) 2025, lead number 279851 evidence was noted of signal artifact and insufficient charge on the left mesial temporal depth lead, longitudinal, secured with dog bone with lead protection. Signal artifact and insufficient charge is indicative of a lead break. The lead was explanted on (B)(6) 2026.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.